Event description:
Surgeon reports the product dissipated from eye in 8 days. Retina had re-detached. A second procedure was performed using the same canister. The product dissipated in 8 days, but the retina re-attached. Outcome was good.

Manufacturer narrative:
Evaluation summary: analysis of the returned product by gas chromatograph (gc) showed that the product met purity specification and that no unusual peaks were seen compared to the original gc. A check of the batch production records showed that the original gc analysis met purity specification. There have been no other complaints received for this lot number. No conclusion can be drawn.